Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2, h6, and h11. The device was returned to olympus for inspection, where the reported malfunction of no image being displayed was confirmed during evaluation. Based on the findings of the investigation, the cause was determined to be damage to the circuit board within the video plug section. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the bronchovideoscope did not display an image. The intended procedure was completed with a olympus back-up device. There was no report of patient harm associated with this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image showing (due to damage on circuit board of video plug section, screen turns black with no image (it may return to normal at times. There was no patient involvement.